Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The device has not yet been received by the manufacturer. The device was explanted, and does not remain insitu as previously reported. This report is filed on june 17, 2015. Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the internal device. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed december 2nd, 2015.